Event description:
I used the "ultimate fat freezer" purchased from sharper image. Last year received a second degree burn on right thigh. Sought care at urgent clinic. Treated by md. Also treated by dermatologist and got a tetanus shot from my nurse practitioner. Took almost a year for burn to heal into faint scar. Purchased it again and used it (B)(6) 24. Got another burn to my left abdomen. Am treating with silvadine dressing changes. Seeing my dermatologist for this burn too. Both instances I followed manufacturer directions and placed a protectant sheet between device and skin, setting timer on device for 60 minutes. This product sharper image is selling is very dangerous! Completed a review online with sharper image about this faulty device. I am upset and concerned for the public. It needs to be pulled off the internet/shelves/etc. Order number from sharper image website: 515604776. Reference report: mw5151093.